Manufacturer narrative:
(B)(4) date sent: 04/18/2025 d4: batch #748c52 d4: lot number and UDI corrected. D4, h4: expiration date and device manufacture date updated. Investigation summary visual analysis of the returned sample revealed that the gst60g reload was received unfired, with no apparent damage with the stapler retainer placed and no packaging was returned. The reload had the 748c52 batch number and it does match in our systems. The evaluation performed determined that the suspect product received for analysis is authentic johnson & johnson product. However, as no packaging was received, according to the photos loaded at product complaint level that shows a cartridge that has the lot number 23e1 on its outer packaging. A second batch number 9723784 is marked on an internal label with the reference number (2501). The photos shows that this product was repackaged, and the batch and lot number mentioned on it is not a valid j&j batch and lot. The event described could not be confirmed for suspect counterfeit product, as the reload batch is authentic for johnson & johnson products. Additionally, the lot trace could not be provided as these are invalid lot numbers. The received complaint sample is confirmed as suspect diversion, and suspect tampering due to the photos provided. A manufacturing record evaluation was performed for the finished device batch number 748c52, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6) team has performed a test purchase in a suspicious seller in mexico.

Manufacturer narrative:
(B)(4). D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Photo summary: this is an analysis of the photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a cartridge has the lot number 23e1 on its outer packaging. A second batch number 9723784 is marked on an internal label with the reference number (B)(4). However, this product is repackaged, and the batch and lot number mentioned on it is not a valid j&j batch and lot. Additional, the lot trace could not be provided as these are invalid lot numbers. Based on the photos reviewed, the suspect counterfeit product, suspect diversion, and suspect tampering is confirmed. Additional information was requested, and the following was obtained: 1. Is there an indication of how the product was distributed? No. 2. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. 3. Was the device used on a patient? If so, was there any patient consequence? No. 4. Lot? Informed above. Samples have been prepared to return to qa flow. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.